Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button was unresponsive and torn since six months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the audio bolus button cover was found to be torn at the center. During testing, the audio bolus button was found to be unresponsive. The audio bolus button cover was removed and the white slug contact was found to be inverted. Contamination was found on the audio bolus button contact. Unrelated to the complaint, evaluation revealed that the display was faded and discolored.